Event description:
The patient reportedly experienced an infection and cholesteatoma. The patient's device was explanted. Advanced bionics is in the process of gathering additional information. When additional information becomes available, a supplemental report will be submitted.